Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on unknown date due to diabetic ketoacidosis. Customer was experiencing unknown high blood glucose level. Troubleshooting was declined. It was unknown if auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.